Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: one empty opened overwrap packet, a paper lid and a winding former with seven needle-suture combination and a parked needle in slot #1 of product code c012d, lot pah974. The product code is control release and required eight strands per packet. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not present to determine the assignable cause. In the inspection of seven needle-suture combinations, the swage and attachment area were noted to be as expected and a functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of suture detached from the needle.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on unknown date and suture was used. The suture was detached from the needle. There were no adverse patient consequences reported. No additional information is available.